Event description:
During recon nail surgery, the surgeon tried to insert end cap in the proximal of nail. However, the surgeon was not able to insert the end cap in the nail. Therefore the surgeon changed the end cap to another end cap.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.